Event description:
No upstream occlusion alarm. If a clamp is left on the medication bag and is not released or removed, the pump functions as if mediction is actually being delivered. So similarly, there is no air-in-line sensor. The MFR recommends priming through the pump, but this is time consuming compared to manually priming. These concerns have potential for pt harm.